Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (247 mg/dl); cause was unknown. Customer addressed elevated bg with manual injection. System check was performed with tandem technical support and no issues were identified. Recommendation was made for customer to consult with health care provider. Customer acknowledged and was satisfied.